Event description:
This case reported by a healthcare professional, concerns a pt who underwent a cardiac transplant in 2005 for a cardiomyopathy that developed during a peripartum period. She was hospitalized in 2005 for congestive heart failure. Five months later, she underwent a right cardiac catheterization that revealed pulmonary hypertension. A myocardial biopsy taken during the procedure and initially interpreted as inflammation consistent with an acute grade 1b rejection was subsequently interpreted as grade 3b. The following month with a hematocrit of 36.6%, she began extra-corporeal photophoresis and underwent 2 procedures the first week and 2 the second, all with a large bowl (225 ml) for cardiac transplant rejection. All procedures were tolerated well. Thirteen days later, she presented asymptomatic and not on supplemental oxygen in the third week for her fifth procedure. Extracorporeal volume during treatment was not excessive (10-15% range), because there was no "cycle volume exceeded" alarm, indicating that the blood reached the bowl detector before 600ml had been drawn from the pt. There was also no "buffy coat volume exceeded" alarm, indicating that the cycle ended prior to an additional 150ml being drawn from the pt. This puts the extracorporeal volume at approx less than 700ml. The svc tech confirmed that the bowl optics and the hematocrit detector were working. The heparin bag was checked for the heparin dosage and it was found to be correct. There were no signs of any blood clotting or micro clots during the procedure. At 9:25 am she began her fifth procedure with a large bowl. The first cycle of collection proceeded without incident. At the start of the return cycle, she complained of nausea and not feeling well. At that time, she was noted to be dusky and her vital signs were as follows: blood pressure = 76/44 and pulse = 96. Ecp was immediately placed into "pause," and intravenous fluids were administered. At 9:35 am she was noted to have no pulse or respirations and cardiac resuscitation was administered according to protocol. A total of 700 ml of normal saline was administered, attempts at resuscitation were unsuccessful, and the pt expired. An autopsy was performed and results are pending. The use of ecp therapy for this pt was for an off-label indication with an accelerated treatment schedule. During ecp the nursing staff reported no uvar xts warning alarms. There were no product blood leaks or any other device defects reported. No uvadex was administered. A technical team from therakos visited the hosp in 2005 and met with the health care professional involved. It was determined that the event occurred prior to the drug injection and that there was no device malfunction. The reporter considered the event not related to the uvar xts device and does not intend to report this incident to the FDA. Therakos reported this event due to the temporal proximity of the event to the treatment and the inability to exclude the procedure as possibly related to the event. The user facility continued to use the device for one week after this event occurred, before reporting the event to therakos. Therakos has not received any other reports of pt death during an ecp procedure.